Event description:
It was reported that the ventilator "froze" while connected to the pt. The display lit up, the keys did not work on the front panel, and the ventilator did not alarm. The pt was placed on a back-up ventilator. No reported harm to the pt.